Event description:
It was reported that the non-pulse generator dependent patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead threshold was intermittently high. Chest x-ray did not indicate any substantial change in position so no further intervention was performed. The patient remained stable and would be followed.